Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the product's sterility was compromised. During unpacking it was observed that the angiojet® solent¿ dista catheter device was unsterile. No patient complications were reported as the device never entered into the patient's body. The procedure was completed with another angiojet® solent¿ dista catheter.

Event description:
It was further reported that the angiojet® solent¿ dista catheter packaging was not sealed.

Manufacturer narrative:
Event description, physician name, and physician phone number updated. (B)(4).